Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan on june 10, 2008 and alleged that his one touch ultra2 meter was not powering on. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred on three months earlier at 7:00 am. He also mentioned that he felt weakness, fatigue, and shakiness after the reported issue began. On the day prior to original date at 3:30 pm, he was tested on the ER/hospital meter with a result of 45 mg/dl. The patient was treated with food/beverage. At the time of troubleshooting, it was verified that this was not a new product. Based on the information provided, there was no misuse of the product. The patient was using the correct test strips and the batteries were correctly installed. However, the patient had not replaced the battery per the owner's manual (use error). He did not test strips or a new battery to complete the troubleshooting. This complaint is being reported because the patient claimed to have experienced symptoms suggestive of hypoglycemia after the reported issue began. He had not replaced the battery per the owner's manual (use error). Replacement products were sent to the lay user/patient.